Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the adhesive plaster is wet with insulin. Caller alleges cannula leakage and attributes elevated blood glucose level up to 23 mmol/l to a faulty introducer needle. No adverse event reported. Alleged device has been discarded; no product will be returned.